Event description:
Olympus received a medwatch form stating, "a female found to have colonic stricture by CT scan, taken to endoscopy suite for colonoscopy in 2009. During endoscopy, multiple large mouthed diverticula were visualized in the sigmoid colon with a possible perforation. A post procedure abdominal x-ray revealed substantial amount of pneumoperitoneum. The pt returned to the o.r. The same day and underwent a low anterior resection."

Manufacturer narrative:
Olympus followed up with the user facility to gather additional info. Multiple attempts were made by phone and in writing to obtain additional detailed info from the user facility, but no additional detailed info was provided. The device referenced in this report was returned to olympus for evaluation. The evaluation noted the presence of minor nicks and scratches on the distal end cover and insertion tube, and minor cracks in the glue bonds on the bending section cover. The nicks, scratches and cracks were carefully inspected, and determined not to be sharp. Additionally, the biopsy channel was examined, and scrape and shear marks were noted in the channel and minor bumps were identified at the bending section area. The cause of the reported phenomenon cannot be conclusively determined at this time. The device is currently on hold as the user facility has instructed no repairs are to be performed on the unit. If additional significant info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.